Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a intraocular lens (iol) implant procedure, white jelly deposits on lens optic and haptic were found. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The root cause for the reported complaint could not be determined as no sample was returned for analysis. The product history records confirm that the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).